Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to disconnect the patient line of the amia automated pd cycler set from the transfer set. This occurred at the end of treatment for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.